Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Seven (7) similar complaints were reported from the same facility by same surgeon. However the products used were all from different lots. At this point in time, it cannot be determined if the product is the cause of this failure. Based on the complaint history for this product, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported that during a conversation with a doctor on june 28, 2016, that the doctor stated that he has had seven patients between january 2016 and june 28, 2016 who had versalok anchors pullout or migration post-op. The sales rep reported that the complaint devices were from various lot numbers, and all those that have been removed in revision surgeries have been discarded. The complaint devices were used in both single row repairs and soft bone double row. The sales rep reported that post-op instructions were followed by the patients and they had undergone physical therapy. Dates of the initial surgeries and revision surgeries are unknown. It is unknown on what dates the patients experienced problems with the initial repair and when they reported problems to the doctor. The sales rep stated that no further information could be provided. This complaint has been opened to document one of the seven complaint events referenced by the doctor.